Event description:
Pt has follow up elsewhere, but called facility regarding ICD beeping in 2003 of note-she had been followed closely for low impedance since 2003. She had device evaluated elsewhere and called facility to schedule procedure. Today, facility capped the rv lead, and placed a new rv lead. Facility also replaced the generator because of current drain from insulation defect.